Event description:
Physician describing adverse event as. "Infected gastric band. Port site abscess. CT abdomen and drainage of abscess, laparoscopic removal of band. Initial CT guided percutaneous drainage of abscess, grew (B)(6). Band removed and cultured grew - (B)(6). Treated with IV antifungals and antibiotics in ICU."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 09/24/2012. Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Abscess and infection are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."